Manufacturer narrative:
During a review of the alarm trace data, "sample short" and "abnormal aspiration" alarms were observed. The event occurred the day after a new crp4 reagent pack was loaded on the instrument. On 29-may-2025, qc was initially outside of the acceptable range but was within range upon repeating. The investigation determined that the root cause of the event was due to an issue with a specific reagent kit (improper reagent handling or storage). A general instrument or reagent issue is not suspected. The issue was resolved by replacing the reagent kit.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). The customer replaced the reagent kit and has had no further issues. The field service engineer (fse) performed a complete instrument check and did not identify any issues. Qc and an instrument check were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 2 patients tested for tina-quant c-reactive protein IV (crp4) on a cobas c 503 analytical unit. Patient 1 initial result was 489 mg/l with an invalidating data flag. The repeat result was 495 mg/l. The doctor questioned this result and requested a new sample. The initial result from the 2nd sample was 193 mg/l. The customer repeated the original sample using a 1:3 dilution, and the result was 185 mg/l. Patient 2 initial result was 289 mg/l. On (B)(6) 2025, the repeat result was 127 mg/l. A new sample was obtained, and the initial result was 52.5 mg/l. The repeat result was 55.8 mg/l. The customer repeated the original sample for patient 2 on a different cobas pro instrument, and the result was 125 mg/l. The customer repeated the second sample for patient 2 on a different cobas pro instrument, and the result was 51.7 mg/l.